Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of sensing. The device was not used and a new device was implanted successfully. The patients condition post procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the complaint was verified. The loss of sensing was due to an anomalous integrated circuit component.